Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured below the rated burst pressure. The device was removed and the procedure was completed with a different device. No patient complications were reported.